Manufacturer narrative:
Gbo complaint (B)(4). Received loose pc 450413/141105 for evaluation. We have no further inventory of the material/batch. We have no further complaint on this material/batch. According to the investigation and comments, we are unable to find any deviations that would result in erroneous fibrinogen results. Ph and additive content were both found to be acceptable.

Event description:
Customer states that they have had some erroneous fibrinogen results. With some patients, the initial fibrinogen results reported out by the stago complete analyzer may be high (i.e. Over 500mg/dl), then the repeat of the same specimen reports out as 1/2 to 1/3 less then the initial results (I,e 200mg/dl). Some samples have been checked on a different stago complete at a sister facility and were found to be normal (consistent with the repeated results). The patient population is primarily pediatric cardiac patients who are undergoing open heart surgery, are on the bypass machine, are receiving unfractionated heparin, and may also be receiving blood products at the time of collection. Samples are primarily drawn from lines and are centrifuged within ten minutes after collection in a statspin, 30 degree fixed angle for 3 minutes at 7200 rpm (4440 g), which is the recommendation by the reagent manufacturer. Erroneous results with other coag tests performed from the same patient specimens demonstrating the erroneous fibrinogen results have not been detected (pt, ptt, anti-xa, and antithrombin iii).